Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) system exhibited a code 1005, which is an indication of an open circuit condition detected during shock delivery from this right ventricular (rv) lead. The clinician indicated that all measurements in clinic are within normal specification ranges and recent shock impedance measurements are high at approximately 100 ohms to 110 ohms. The clinician also noted that this patient has multiple medical issues. Boston scientific technical services (ts) explained that proper shock function cannot be guaranteed, if needed. Ts also noted that the code 1005 indicates a rv lead issue and the lead needs to be replaced. The rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received that indicated the ICD device subsequently reached end of life (eol) status, tachy device therapy was intentionally programmed off and the patient was given a wearable external defibrillator vest. It was noted that the patients following physician will discuss a timeframe for a product replacement procedure. The rv lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) system exhibited a code 1005, which is an indication of an open circuit condition detected during shock delivery from this right ventricular (rv) lead. The clinician indicated that all measurements in clinic are within normal specification ranges and recent shock impedance measurements are high at approximately 100 ohms to 110 ohms. The clinician also noted that this patient has multiple medical issues. Boston scientific technical services (ts) explained that proper shock function cannot be guaranteed, if needed. Ts also noted that the code 1005 indicates a rv lead issue and the lead needs to be replaced. The rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received that indicated the ICD device subsequently reached end of life (eol) status, tachy device therapy was intentionally programmed off and the patient was given a wearable external defibrillator vest. It was noted that the patients following physician will discuss a timeframe for a product replacement procedure. The rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The event date for the code 1005 observed during this retrospective review is approximately one month earlier than the event date for the code 1005 previously reported from the field. No other information was provided. The rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) system exhibited a code 1005, which is an indication of an open circuit condition detected during shock delivery from this right ventricular (rv) lead. The clinician indicated that all measurements in clinic are within normal specification ranges and recent shock impedance measurements are high at approximately 100 ohms to 110 ohms. The clinician also noted that this patient has multiple medical issues. Boston scientific technical services (ts) explained that proper shock function cannot be guaranteed, if needed. Ts also noted that the code 1005 indicates a rv lead issue and the lead needs to be replaced. The rv lead remains in-service at this time. No adverse patient effects were reported.